Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user contacted support regarding perceived missing meal announcements on the device while experiencing elevated blood glucose after eating popcorn, and the user stated a trainer had advised not to announce meals so the algorithm could dose insulin. Symptoms included hyperglycemia with a blood glucose of 251 mg/dl and upward trend for approximately 30 minutes, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included technical support review of device charts and user education on intended device use. Investigation of this case revealed that no meal announcements were recorded during the referenced period and that the device was operating as designed, with user technique likely contributing to hyperglycemia. It was concluded that the event was related to user management of meal announcements rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.